Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer silicone sleeve of the patient¿s driveline can be confirmed. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 18.5¿ of the external portion/distal end of the driveline was returned. Tape was covering a large majority of the returned driveline due to numerous areas of silicone sleeve damage. The tape, plastic and the remainder of the silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the presented to the ER with intermittent chest discomfort. A third log file was submitted to and reviewed by technical services which captured data from before, during, and after the repair. Pre and post repair, the log file captured the device operating as expected. Per the vad coordinator on (B)(6) 2019, the patient has not experienced any pump stops after the repair. A cause for the chest discomfort was not identified. The patient is stable. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 02oct2019 reporting that a percutaneous lead repair was performed on (B)(6) 2019. A log file was submitted for review after percutaneous lead repair. The manufacturer's technical service representative reviewed the log file and observed no unusual event. The customer reported that the patient did not experience any unusual event after the percutaneous lead repair. No further information was provided.

Manufacturer narrative:
Approximate age of device- 6 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the driveline insulation was wearing off. X-ray was unremarkable. Driveline will be tentatively repaired.